Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) exhibited high pacing thresholds and high out of range pacing impedances greater than 2000 ohms on the left ventricular (lv) channel. A revision procedure was performed. This crt-p was explanted and discarded and the lv lead was surgically abandoned. The patient is pacemaker dependent but no periods of asystole were observed and no additional adverse patient effects were reported.